Event description:
It was reported that the customer received an altitude alarm. The customer had taken a shower wearing the pump approximately one hour prior to receiving the alarm. There were no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.